Event description:
During a short power outage, all the cardiac monitors shut down. When power was restored, approx 30% of the devices did not power up to full capability. Define full capability: no wave forms or digital numerics appeared on the screen. The staff had to turn off all units and turn back on to regain full capability.device not labeled for single use. Patient medical status prior to event: invalid data. There was multiple patient involvement. Number of patients involved: .device serviced in accordance with service schedule. Date last serviced: 01-jan-94. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. The device was not destroyed/disposed of.